Event description:
A customer in (B)(6) reported an incorrect esbl (extended spectrum beta-lactamase) phenotype in association with the vitek® 2 ast-n372 test kit. The customer stated an escherichia coli strain from a patient urine sample was tested from cpse medium, and vitek software determined it was an esbl phenotype. Esbl was reported to clinician, but the clinician questioned the result as they believed the patient did not have esbl. The customer then performed the mast disk method and obtained an amp c result. The customer then retested the isolate from cos medium with the ast-n372 card and the phenotype was cephalosporinase amp c. No patient information was reported by the customer. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for an incorrect esbl(extended spectrum beta-lactamase) phenotype in association with the vitek® 2 ast-n372 test kit. Biomérieux performed analysis with the vitek 2 systems 8.01 aes (advanced expert system) demonstrator for the customer's first result which proposed the esbl phenotype. Ceftazidime tested as one dilution too low, to match the ampc phenotype. When the test was repeated the mic = 2 and was in the range for the ampc phenotype. The customer did not submit the isolate for evaluation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy (for an antimicrobial or test) compared to the reference method. It should be noted that aes phenotype proposals are based on the results of the tested antimicrobials within each drug class, and the ability to discriminate between phenotypes can vary depending on the card configuration. Furthermore, the proposal of a phenotype by aes is not considered confirmatory for the detection of any resistance mechanisms. The vitek 2 ast-n372 lot #0220859404 met final qc release criteria and passed qc performance testing. A search for all complaints against ast-n372 card lot 0220859404, confirmed there was no other complaint and no indication of a trend for this card lot. The most recent quarterly trend report, q2 2018, did not identify this complaint as a systemic quality issue.